Event description:
The usb to db9 cable was returned to the manufacturer on 05/21/2015. Analysis was completed on 06/17/2015 on the returned usb to db9 cable and the reported allegation was not verified. No anomalies associated with the serial cable performance were noted during testing. The serial cable performed according to functional specifications.

Event description:
It was reported that the tablet device displayed an ¿unable to open port¿ error message indicating a potential issue with the usb serial cable. A replacement cable was provided which worked initially; however, the error message again appeared. The tablet device was powered off and on and the replacement usb serial cable was disconnected for 15 seconds and reinserted into the usb port; however, the issue did not resolve. The cable was tested again with a different tablet and programming that were known to functioning properly, and the tablet device still displayed the same error message. This manufacturer report involves the replacement serial cable. The original serial cable will be captured in manufacturer report #1644487-2015-04713. The serial cable involved in this manufacturer report has not been returned to date.